Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion location was unknown. A 3.00x16mm synergy ii drug eluting stent delivery system was advanced and the stent was deployed fine in the lesion. Post stent deployment, the balloon would not deflate. The physician was pulling it against the guide catheter to try to get it out. The whole system had to be pulled out together. The procedure was completed. No patient complications were reported and the patient¿s status was fine.